Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the reservoir leaked. The customer's blood glucose was rising therefor they had changed the set and noticed the leak. The insulin passed the second o-ring. The customer also noticed drops of insulin in the reservoir compartment. The device passed the self- test. The customer was advised to monitor pump and call back if needed. The customer's blood glucose was 22mmol/l.